Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection. The organism was identified as staphylococcus. Antibiotic treatment was necessary. A new system was implanted approximately three months later. No further patient complications have been reported as a result of this event.